Event description:
It was reported the subject rigid video scope image went black. There was no harm or injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e104 (fog free function) error occurred, and r-unit (charge coupled device) was broken and therefore the resolution was inadequate. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject rigid video scope image went black. There was no harm or injury reported.